Manufacturer narrative:
Based on the claim of vision degradation in the right high-resolution stereo viewer (hrsv), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the hrsv on the surgeon side console (ssc) to resolve the vision degradation. The system was tested and verified as ready for use. Isi did not receive the hrsv to perform failure analysis. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. The probable root cause of the vision degradation cannot be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the right hrsv on the ssc had degraded image quality, and the second ssc was used to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur, as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision in the right high-resolution stereo viewer (hrsv) of the surgeon side console (ssc) had degraded. An intuitive surgical inc. (Isi) technical support engineer (tse) was contacted for assistance. The tse could not verify related errors in the system logs. The tse asked the customer to reboot the system by reseating and cleaning the blue fiber cable (bfc), but the customer was not able to complete the troubleshooting at the time of the call. The customer preferred to complete the surgery using the second ssc that was already connected to the system. The procedure continued as planned. There was no report of patient injury. Isi followed up with the distributor and confirmed that the system functionality was confirmed on power up. The da vinci system initially powered on without errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewers (hrsv) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint "hrvs had degraded image quality¿. The monitor was installed and tested on in-house test system. The system started up without any errors. The image quality was sharp, there was no noise, and the display was not tinted. The system idled for 2 hours and it was visually verified that there were no issues. Despite the effort, in-house testing of the returned monitor could not reproduce the reported issue of ¿degraded image quality¿.